Manufacturer narrative:
The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Will proceed with a medical assessment based on clinical supporting documents provided. If no relevant medical information is provided can close the mi task. Approved by (B)(6), md a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) No relevant clinical medical information was provided to conduct a thorough medical assessment.

Event description:
It was reported that a revision surgery was performed for a xr total knee due to aseptic loosening of components.